Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found a piece of one plate haptic is torn off and missing. There was evidence of clear surgical residue on product. Conclusions: based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to the pt's anatomy and was not lens related. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa204vf silicone single piece lens into the pt's left eye. The pt's zonules would not support the lens. The incision was enlarged and the lens was removed. An anterior chamber lens was implanted and one suture was used. Incident was not due to the device but to the pt's anatomy.